Event description:
It was reported that the burr pencil tip broke while doing the extended trochanteric osteotomy and the burr tip was approximately 1-2 cm long. It was stated that the burr was unable to be retrieved and was left in the patient's bone as dissecting further and removing the tip would have been more morbid. An x-ray was taken and it was reported that there was no harm to patient clinically. Date of event notification: (B)(6) 2022.

Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was discarded by the customer. The user manual contains the following warning ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.. If damage is found, the device should not be used. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.